Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances. No intervention was done or planned at this time. To date, no adverse patient effects have been reported.